Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk), inferior temporal edge of flap with minimal symptoms, on the right eye at the post-op visit. Pt was reported to have been treated with steroid drops. Additional info has been requested.